Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had to touch the touchscreen to the left of a button in order for the button to respond. Blood glucose was 130 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.